Manufacturer narrative:
The incident rate for this type of confirmed interference, based on global complaints and tests sold between january 2009 and june 2016, was (B)(4) tests sold. The four samples from the patient were investigated further and an interference caused by a high molecular weight compound, likely igg was confirmed. Interferences are addressed in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).. (B)(4).

Event description:
The customer is questioning results for 1 patient tested for troponin t hs (high sensitive) troponin t hs on a cobas 6000 e 601 module. The troponin t hs results for this patient have been persistently high (approximately 100 ng/l) over several days while the tni high sensitive results were normal. The customer is wondering if the patient sample is affected by an interference. Refer to attached data for a description of event and patient results. The customer performed some in-house investigations with heterophile blocking tubes with no change in results. Serial dilutions were also performed with nonlinear results. Refer to attached data for customer investigation data. There was no allegation that an adverse event occurred due to the device. The e601 module serial number was requested but was not provided. Four samples from the patient were submitted for investigation. The customer¿s troponin t hs results were reproduced during the investigation. The investigation is ongoing.